Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor and displayed service code 204. The trunk cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.